Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 37 mg/dl when they woke up at 2 am. The customer¿s blood glucose level was 343 mg/dl at the time of incident. The customer also mentioned other blood glucose value such as 245 mg/dl and 354 mg/dl. The customer treated low blood glucose value with food and orange juice. Customer has been using insulin pump system within 48 hours of reported high and low blood glucose event. Based on customer¿s report customer did not allege over delivery and under delivery. The drive support cap was appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.